Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the pain, difficulty sitting/standing was not determined as the rep was only dealing with the device connection issue. Thus, interventions and resolution of the patient's symptoms/hospitalization are unknown. Rep adds that the patient is successfully using the device, and their device related issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported they are in the hospital due to extreme pain in their left hip and they did an MRI. Pt said the issue probably started on sunday. Pt stated they called their mdt because they couldn't connect the communicator to their handset and fortunately, their rep was in the hospital area, and they were able to do a hard reset to turn the stim off for the MRI and turn it back on. Pt mentioned they were 'heavily drugged' since they been in the hospital due to the pain. Pt wanted to reset their settings to their level, both of the group a and b was at 4.5. Pt mentioned they are having difficulty sitting or standing. Agent helped pt to connect to their therapy app. Pt confirmed they were able to connect and adjust their setting. [See related information in pe (B)(4) - communicator connection issues].